Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The manufacturer received information that the patient alleging lung cancer, lung damage, lung disease, respiratory failure. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.